Manufacturer narrative:
Correction: additional information received indicated the date of the ischemic stroke was (B)(6) 2015 with predisposing factors reported as diabetes mellitus, inr slightly below the reference range (inr at admission 1.78). The patient was treated with unfractioned heparin. He experienced full clinical recovery, with no residual neurological defect. Based on the reported information there are identified patient and pharmacological factors that put this patient at greater risk for ischemic stroke with no indication of any related device performance or manufacturing issues. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Neurological dysfunction (icva) is a known potential adverse event associated with the implantation of all vads as outlined in the IFU. The IFU addresses guidelines for optimal surgical and post implant patient and pump management, including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. The root cause or contributing factors to the neurological dysfunction (icva) and the relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a neurological dysfunction and was hospitalized. No additional information provided. Investigation is ongoing.